Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during fill tubing, insulin was seen coming from the luer lock connection. Reportedly, the luer lock connection was uneven. The user successfully connected the luer lock connection and resumed insulin delivery. The user's blood glucose level was 109 mg/dl.